Event description:
It was reported to philips that the device's power supply is broken. There was no patient involvement.

Manufacturer narrative:
The device is evaluated at customer site by philips asp. Based on the results of the analysis, the product malfunction was unable to be confirmed. As for precautionary measures, philips asp made adjustments and the product is back in service.

Manufacturer narrative:
Based on the results of the analysis, the product malfunction was unable to be confirmed. As device is eol (end of life), no repair work done by philips. A review of the service history for this device shows the problem has not been reported again for this device.